Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. Additional information was requested, and the following was obtained: ¿what was the surgical procedure? Cold knife cone. Is the megen1 still being used in the facility? If no, why not? No- currently with biomed, awaiting to hear back from risk management before putting back into service. Are there any photos of the burn (s) that you could share with us in regards to the burn? I cannot share them at this time, as it is part of the patient¿s medical record and an open investigation.

Event description:
It was reported that during an unknown procedure that the generator was being used with a competitor's sticky pad that resulted in a patient burn. Severity of the burn is unknown. No further information was provided to the sales rep. Biomed mentioned that the coag function of the generator will only function with the foot pedal. It is unknown if this issue is related to the reported event.

Manufacturer narrative:
(B)(4). Date sent 3/14/2024. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one). O third degree burn the burn site looks deep, whitening or blackened and charred third degree. What medical intervention was used to treat the burn? (Such as salve or stitches) mepilex dressing. Besides the burn, did the surgeon experience any adverse consequence due to the issue? None are there any anticipated long-term effects from the burn or injury? Required wound clinic follow up and another surgery to place kerecis graft to promote healing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? Is the megen1 still being used in the facility? If no, why not? Are there any photos of the burn (s) that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. How long has the account been using megen1?[hs[1]. Does the surgeon believe there is an alleged deficiency to the generator that led to patient burn and if so why? Was the burn at the pad site or alternative location? If alternative location where? What brand of the return electrode was used? Any generator alert screen throughout procedure? If yes, what were they? Any cqm almas during procedure? If yes, what were they? During trouble shooting did the or staff un-plug and re plug the sticky pad or turn the generator off and on? When were the burns first noticed? Where is the burn located on the patient? What is the current status of the patient? What was the surgical procedure date? How long did the surgical procedure last? How was the patient positioned? Is it possible the patient was in contact with a metal portion of the or table? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What monopolar disposables were used during the procedure? Is the generator being returned for analysis? If no, can ethicon send an engineer and get the information from the log file? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.